Event description:
Customer reports a basal/bolus infusor containing 80mg of morphine in saline to a total volume of 60ml overinfused its contents over 24 hours. Per report, "solution flow empty after attach to patient and infuse 24 hours without push pcm button." Customer reports no adverse clinical reaction.